Manufacturer narrative:
A product investigation was completed: the returned driver was examined and the complaint condition was able to be confirmed as one of the driver tip lobes was found to be chipped. No definitive root cause was able to be determined as method of use at the time of failure is unknown. The failure mode is consistent with incorrect technique/application of excessive force. Per the technique guide, the t25 stardrive long is one of four t25 driver shafts intended to be utilized in final locking cap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ the returned driver was examined and the complaint condition was able to be confirmed as one of the driver tip lobes was found to be chipped. No definitive root cause was able to be determined as method of use at the time of failure is unknown. The failure mode is consistent with incorrect technique/application of excessive force. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument's lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Part 03.632.072, lot 6573882: release to warehouse date: may 06, 2011. Supplier: synthes ¿ (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event: it was noted that the shaft of a t 25 stardrive shaft for matrix was slightly stripped. This was discovered during assembly at the operating room back table prior to start of a lumbar spinal fusion. The patient was in the operating room at the time. Another instrument was available. There was no surgical delay or further patient harm reported. The procedure was completed successfully. No additional information was available. This is report 1 of 1 for (B)(4).